Manufacturer narrative:
The customer¿s report of air in the line and the tubing being wet from a leak was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing via gravity and pump infusion resulted in no leaks or other issues. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during a tpn infusion the pump alarmed for air in line. The burette and tubing distal to it, including the pump segment and slightly beyond, were empty of fluid and the tubing immediately below the pump was wet. The specific location of the leak is unknown. The burette had been filled about 1 hour and 50 minutes prior with an unknown volume and should not have run dry by then. There is no report of patient harm.